Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced in-stent restenosis. Within two months post CABG procedure, the pt presented with dyspnea and an abnormal stress test. The target lesions were located in the saphenous vein graft (svg) to the posterior descending artery (pda), and the svg to the obtuse marginal (om) artery. The lesion in the svg leading to the pda was 90-99% stenosed. The lesion in the svg leading to the om was 80-90% stenosed with 99% stenosis found at the ostium. After selective angiography was completed, a 6fr runway kr4s guide catheter was advanced to the right coronary ostium leading to the svg graph to the pda. It was then replaced with a non bsc 6fr guide catheter which was placed across the target graph and a filterwire ez was advanced. A non bsc guidewire was then extended across the lesion and then removed. Predilation was completed with a quantum maverick 2.0x20mm balloon, completing four separate inflations: 8atm for 10 seconds, 10 atm for 4 seconds, 18atm for 16 seconds, and 18 atm for 5 seconds. An extension was added to the filterwire, and a non bsc 3.0mm balloon was advanced into the target lesion and inflated three times: 10atm for 17 seconds, 10atm for 18 seconds and 14atm for 7 seconds. A 3.5x32mm taxus express2 stent was deployed distally in the mid portion of the graft at 16atm for 21 seconds, followed by a 3.5x32mm taxus express2 deployed at 16atm for 24 seconds. The sds balloon was inflated a second time at 16atm for 10 seconds to post dilate. A 3.5x12 taxus express2 was placed proximally at 18atm for 20 seconds, with the sds balloon being inflated a second time at 18 atm for 8 seconds. The stents were post dilated with a 3.5x30 quantum maverick balloon with three inflations all at 18 atms for 14 seconds, followed by two inflations at 5 seconds each. The filterwire was removed and a non bsc guidewire was advanced across the target lesion. Intravascular ultrasound (ivus) was performed revealing the device was well apposed. A runway jr4 6fr side hole guide catheter was engaged to the svg to the om and a non bsc guidewire was inserted across the lesion. A 0.0014/190cm filterwire ez was placed distally and the non bsc guidewire was removed. The lesion was predilated with a non bsc balloon catheter at 10 atm for 20 seconds. A 3.5x12mm taxus express2 stent was deployed distally at 16atm for 25 seconds, followed by a 3.5x28mm taxus express2 stent deployed in the mid section at 16atm for 14 seconds. Proximally, a 3.5x32mm taxus express2 stent was deployed at 15atm for 10 seconds. The stent delivery system (sds) was then re-inflated at 16 atm for 7 seconds. The filterwire ez was removed, and (ivus) performed. A small dissection was observed of the very ostium, which was then successfully sealed with a 3.5x8mm taxus express2 stent inflated to 18atm for 10 seconds followed by a second inflation at 18atm for 6 seconds. Post dilation was performed with a 3.5x12 quantum maverick balloon deployed at 20atm for 18 seconds, and ivus was performed. There were no other complications from the procedure. Per the facility, it is not known what device may have caused the dissection. No further pt injuries or complications occurred and pt's status was satisfactory post. At 676 days after the index procedure, the pt presented with dyspnea, chest pain and an abnormal stress test with myocardial ischemia and st depressions. The pt underwent a diagnostic cardiac catheterization procedure and was diagnosed with in stent restenosis. There was a total occlusion of the four taxus express2 stents at the origin and in the mid portion of the svg to the om. There was also target vessel restenosis at the distal portion of the graft which was totally occluded. There was also total occlusion of the three taxus express2 stents at the origin and in the mid portion of the svg to the pda. Additionally, there was target vessel restenosis of the distal portion of the graft, which was also completely occluded. Per the physician, the pt is not a candidate for repeat CABG or re-intervention. Cardiac prognosis is poor. Pt will continue medical and lifestyle management of condition and related symptoms and has continued f/u visits and non invasive procedures scheduled.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.